Manufacturer narrative:
The insulin pump was not received stuck in manufacturing mode. The pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The pump was received with normal operating currents and no unexpected low battery alarm or power loss alarm noted during testing. The pump passed the dat test at 0.08695 inches. Unit was received with scratched case.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 70 mg/dl at the time of the incident, and 75 mg/dl at the time of admission. The customer was at 209 mg/dl at the time of the call. The customer was given carbs to treat. The customer was not wearing the insulin pump during the incident, within less than 48 hours. The customer was using pump auto mode at the time of the event. The customer had completed a set change and an hour later, the reservoir was almost empty of 200 units of insulin. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.